Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother reset the device and the reported issue was resolved. At the time of contact patient's mother did not report any injury or medical intervention.